Event description:
It was reported by service report that the foot section is difficult to latch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: foot section bent and damaged.